Event description:
Critical care nurses reported that they did not agree that the clinical benefit of urine drain bags is urine management through collection of urine output in a variety of health conditions that require the use of a urinary catheter. Because sometimes it caused infections. It was unknown what medical intervention was provided for infections.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned.